Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/claiming pain: pelvic pain'), menorrhagia ('claiming bleeding: (menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 883013-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levaquin, provera and flagyl. Concurrent conditions included back pain, cystitis interstitial, dysuria, vaginitis bacterial, fever, urinary urgency, urinary frequency, micturition burning, kidney infection, general body pain, feeling down, flank pain, vomiting, kidney stones, vaginal discharge and ovarian cyst. Concomitant products included levothyroxine since (B)(6) 2018 and liothyronine since (B)(6) 2018 for hypothyroidism as well as amoxicillin, azithromycin (azo), bupropion hydrochloride (wellbutrin) from 2015 to 2016, drospirenone;ethinylestradiol (yasmin 28) 24-oct-2018 to january 2019, ethinylestradiol;levonorgestrel (seasonale) 24-oct-2018 to january 2019, ethinylestradiol;norethisterone (ovcon) since 24-oct-2018, ibuprofen, metamfetamine (methamphetamine), methenamine since (B)(6) 2017, nsaids since (B)(6) 2011, omeprazole 24-oct-2018 to january 2019, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2011, phentermine since (B)(6) 2017, pyridoxine hydrochloride (vitamin b6) since 2016, sumatriptan since (B)(6) 2017, tizanidine from (B)(6) 2018 to (B)(6) 2018, vitamin d nos (vitamin d) since 2016, zolpidem tartrate (ambien) and zolpidem since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("claiming pain: abdominal pain"), depression ("claiming psych injury related to essure: psych injury/ psychological or psychiatric problems condition: depression"), urinary tract infection ("claiming bladder/urinary problems: urinary tract infection"), fatigue ("claiming other injuries/symptoms:"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced back pain ("claiming pain: back pain") and vaginal infection ("claiming bladder/urinary problems: vaginal infection"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, back pain, depression, urinary tract infection, vaginal infection, fatigue, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for following conditions: pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), psych injury related to essure, urinary tract infection, vaginal infection and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, vaginal bleeding, urinary tract infection, nausea, back pain, abdominal pain, depression, anxiety. Lot number reported (883013) is not valid. Most recent follow-up information incorporated above includes: on 29-oct-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/claiming pain: pelvic pain'), menorrhagia ('claiming bleeding: (menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 883013-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levaquin, provera and flagyl. Concurrent conditions included back pain, cystitis interstitial, dysuria, vaginitis bacterial, fever, urinary urgency, urinary frequency, micturition burning, kidney infection, general body pain, feeling down, flank pain, vomiting, kidney stones, vaginal discharge and ovarian cyst. Concomitant products included levothyroxine since (B)(6) 2018 and liothyronine since (B)(6) 2018 for hypothyroidism as well as amoxicillin, azithromycin (azo), bupropion hydrochloride (wellbutrin) from 2015 to 2016, drospirenone;ethinylestradiol (yasmin 28) (B)(6) 2018 to (B)(6) 2019, ethinylestradiol; levonorgestrel (seasonale) (B)(6) 2018 to (B)(6) 2019, ethinylestradiol; norethisterone (ovcon) since (B)(6) 2018, ibuprofen, metamfetamine (methamphetamine), methenamine since (B)(6) 2017, nsaids since (B)(6) 2011, omeprazole (B)(6) 2018 to (B)(6) 2019, oxycodone hydrochloride; paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2011, phentermine since (B)(6) 2017, pyridoxine hydrochloride (vitamin b6) since 2016, sumatriptan since (B)(6) 2017, tizanidine from (B)(6) 2018 to (B)(6) 2018, vitamin d nos (vitamin d) since 2016, zolpidem tartrate (ambien) and zolpidem since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("claiming pain: abdominal pain"), depression ("claiming psych injury related to essure: psych injury/ psychological or psychiatric problems condition: depression"), urinary tract infection ("claiming bladder/urinary problems: urinary tract infection"), fatigue ("claiming other injuries/symptoms:"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced back pain ("claiming pain: back pain") and vaginal infection ("claiming bladder/urinary problems: vaginal infection"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, back pain, urinary tract infection, vaginal infection and fatigue had resolved and the depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for following conditions: pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), psych injury related to essure, urinary tract infection, vaginal infection and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, vaginal bleeding, urinary tract infection, nausea, back pain, abdominal pain, depression, anxiety. Lot number reported (883013) is not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received. Outcome of event: physical pain/claiming pain: pelvic pain, claiming bleeding: (menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia), abnormal bleeding (vaginal),claiming pain: abdominal pain, claiming pain: back pain, claiming bladder/urinary problems: urinary tract infection, claiming bladder/urinary problems: vaginal infection, fatigue, updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/claiming pain: pelvic pain'), menorrhagia ('claiming bleeding: (menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (batch no. 883013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levaquin, provera and flagyl. Concurrent conditions included back pain, cystitis interstitial, dysuria, vaginitis bacterial, fever, urinary urgency, urinary frequency, micturition burning, kidney infection, general body pain, feeling down, flank pain, vomiting, kidney stones, vaginal discharge and ovarian cyst. Concomitant products included levothyroxine since (B)(6) 2018 and liothyronine since (B)(6) 2018 for hypothyroidism as well as amoxicillin, azithromycin (azo), bupropion hydrochloride (wellbutrin) from 2015 to 2016, drospirenone;ethinylestradiol (yasmin 28) (B)(6) 2018 to (B)(6) 2019, ethinylestradiol;levonorgestrel (seasonale) (B)(6) 2018 to (B)(6) 2019, ethinylestradiol;norethisterone (ovcon) since (B)(6) 2018, ibuprofen, metamfetamine (methamphetamine), methenamine since (B)(6) 2017, nsaids since (B)(6) 2011, omeprazole (B)(6)2018 to (B)(6) 2019, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2011, phentermine since (B)(6) 2017, pyridoxine hydrochloride (vitamin b6) since 2016, sumatriptan since (B)(6) 2017, tizanidine from (B)(6) 2018 to (B)(6) 2018, vitamin d nos (vitamin d) since 2016, zolpidem tartrate (ambien) and zolpidem since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("claiming pain: abdominal pain"), depression ("claiming psych injury related to essure: psych injury/ psychological or psychiatric problems condition: depression"), urinary tract infection ("claiming bladder/urinary problems: urinary tract infection"), fatigue ("claiming other injuries/symptoms:"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced back pain ("claiming pain: back pain") and vaginal infection ("claiming bladder/urinary problems: vaginal infection"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, back pain, depression, urinary tract infection, vaginal infection, fatigue, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for following conditions: pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), psych injury related to essure, urinary tract infection, vaginal infection and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, vaginal bleeding, urinary tract infection, nausea, back pain, abdominal pain, depression, anxiety. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet and medical record were received. Lot number was added. Events added from pfs- abnormal bleeding (vaginal), mental anguish, migraines headaches, nausea. And previously reported event-psychological trauma updated to event-depression. Reporter information, medical history, concomitant drug, events onset date, essure removal date were added. Device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.